Event description:
It was stated that a patient's device was showing as end of service condition when it was interrogated, however both the tc and physician felt the device was still stimulating as the patient had voice alteration and the patient mentioned he was seeing the "side effects" due to stimulation. It was unknown if electrocautery was used on the patient's device. System diagnostics were performed on both the tc and the physician's tablets and both showed ok battery status with battery life was 75-100%. Device history records were reviewed for the implanted generator. The device was sterilized and passed all quality inspections prior to distribution. No additional relevant information has been received to date.

Event description:
Per data review, it appears that the battery voltage was detected to be at 1.751v from the estimated last automeasurement at (B)(6) 2018, which was the day after implant surgery. This voltage is indicative of an end of service (eos) ¿yes condition. Subsequent interrogations and diagnostics show that the battery voltage bounced back to 2.988v. This behavior of the battery voltage is indicative of asic latch-up condition, where the generator may have been exposed to electromagnetic induction (emi) or electrostatic discharge (esd) transients leading to premature battery depletion. Surgical operation notes were received confirming that bovie, a form of electrocautery, was used during surgery. It was further noted that impedances were within normal limits within the chest pocket. The device was programmed to minimal settings at the surgery, and no complications occurred during the case. No additional relevant information was received to date.

Event description:
Information was received from the patient that they had experienced painful stimulation in their head with the vns device. It was noted previously that the patient experienced &#34;side effects&#34; due to the stimulation, therefore this is likely in reference to the experienced painful stimulation. Per the patient, even on the lowest settings the pain did not resolve.